Manufacturer narrative:
Patient identifier - requested, not provided. Age and date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Blood loss requested, not provided. Explanted date: device was not explanted. (B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an 6 fr angio-seal was inserted into the patient and the anchor was set. The anchor was then pulled back and verbal click was noted signifying the anchor was parallel with the vessel and in position for deployment. The physician then pulled back on the sheath and the device, at which point the sheath would not come out of the patient. The physician noted that the sheath came back about 1-2 cm's before it became "stuck". The physician tried to pull the device out of the patient, however, did not feel comfortable pulling as hard as possible to avoid ripping the common femoral artery. The physician then sent the patient to surgery to remove the angio-seal sheath and device. The physician reported that after the cut-down in the or, the vascular surgeon noted that the device was fully-deployed and the anchor and collagen were in place. The vascular surgeon noted that the suture got "hung up" at which point he cut the suture, leaving the closure device in place (collagen and anchor). The sheath and back portion of angio-seal device were cut loose from the device. It was reported that the patient is stable and ok. The closure was reported to be successful, however the sheath removal required surgical cut-down in order to remove. Additional information was received on 3/30/2018. There was no other equipment or devices being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.